Event description:
When procedure was finished/noticed the 5th electrode was missing. Upon visual inspection by sales rep the electrode was still attached but had moved. They could not be sure if the electrode was in place before they started the procedure. Bare wire was sticking out of the catheter when procedure was completed. The doctor was not concerned. The display was good. There was no pt injury.